Event description:
Customer treated wart located on inside of right leg thigh. Customer reports that they followed the directions but within one second of touching applicator to the wart it started to hiss and freezing dripped down their leg. The next morning they had 4 or 5 large blisters in the area. Customer sought medical attention (doctor's name/information unknown). Customer has retained a lawyer and co has no further information.